Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented after being lost to follow up and not having a device check since implant. Upon interrogation oversensing of noise on the right ventricular (rv) channel leading to 800 stored non-sustained events was noted. The noise was able to be reproduced with isometrics. Further review found that the pacemaker and another manufacturer's rv lead exhibited high out of range pacing impedance measurements for over two years, which caused the lead safety switch (lss) to trigger two years earlier. All other lead measurements were within acceptable limits. Boston scientific technical services (ts) discussed programming and troubleshooting options. Per the physician's orders the lead was programmed back to bi-polar to decrease the noise due to the lead being programmed to unipolar from the safe switch. The patient will continue to follow up with the physician, however at this time no further action has been planned. The pacemaker and another manufacturer's rv lead remain in service and no adverse patient effects have been reported.

Event description:
Additional information was received that the pacemaker and another manufacturer's right ventricular (rv) lead continue to exhibit high out of range pacing impedance measurements of greater than 2000 ohms which caused the lead safety switch to trigger again. The lead safety switch changed the polarity of the lead from bipolar to unipolar. It was noted that the pacing impedance has been high and out of range continually for approximately one year. At the current device interrogation no issues with sensing or threshold measurements were observed. It was discussed that the rv lead impedance measurement at implant was greater than 1800 ohms. Boston scientific technical services (ts) discussed options including continuing to monitor. At this time the rv lead and pacemaker remain in service and no adverse patient effects were reported.